Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's pod dislodged from the infusion site while swimming, which reportedly occurs almost every time the pod becomes wet. In this incident, the pod had been worn on the hip/buttocks for approximately 5 to 24 hours before detachment. The patient also experienced a skin reaction to the adhesive at the infusion site, for which their healthcare provider prescribed a cortisone cream. Blood glucose levels were not reported. This event represents incident 7 of 8 being reported. See additional case numbers before: (B)(4).

Manufacturer narrative:
Information was corrected on 12-nov-2025. H6 (annex e, f, a, and g) and h11 have been updated accordingly. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to confirm or determine the root cause of the reported dislodged cannula.